Event description:
Event description boston scientific crm received information that this atrial lead was determined to have become dislodged. In addition, the right ventricular lead displayed variable r-wave measurements, increased threshold measurements, and was unable to consistently capture the myocardium. It was determined that the right ventricular lead had also become dislodged. During a revision procedure, both leads were successfully repositioned. No adverse patient effects were noted.